Event description:
Made a puncture to remove the liquid [effusion (l) knee]. Made a puncture to remove the liquid [arthrocentesis]. Couldn't put any weight on the leg [weight bearing difficulty]. Unable to tolerate my leg/I was not able to use it [lower extremity dysfunction]. Knee pain [injection site joint pain]. Swelling in my knee; knee was almost twice the normal size [injection site joint swelling]. Stiffness [stiff knees]. Case narrative: initial information received on 18-nov-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: na; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 60 years old male patient who had a knee pain, swelling in his knee; knee was almost twice the normal size, stiffness, couldn't put any weight on the leg , unable to tolerate his leg/ was not able to use it and made a puncture to remove the liquid while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee (with an unknown dose, frequency, route, strength, batch number, expiry date and indication). This was not the first time patient had used synvisc-one. Information regarding lot/batch and expiration date was not possible to requested for this case. The patient experienced adverse effects such as knee pain and swelling after the injection (injection site joint pain, injection site joint swelling, onset: on (B)(6) 2022; latency: 1 day). After the injection, next morning on (B)(6) 2022 after 1 day latency, started having major problems, like stiffness (joint stiffness) and swelling in his knee, but it was moderate. On the morning of the on (B)(6) 2022 after 2 days latency, he was unable to tolerate his leg. He was not able to use it (musculoskeletal disorder). The knee was almost twice the normal size. He couldn't put any weight on the leg (weight bearing difficulty). The patient was forced to see a doctor. On the morning of the on (B)(6) 2022 after 3 days latency, as it had taken 12 hours for doctor to see him in the hospital; they made a puncture to remove the liquid (joint effusion, aspiration joint). Then they looked at the fluid, there was no infection so the doctor said he had an adverse reaction. Patient reported, he didn't have an infection, but an adverse reaction. It was his first experience of this adverse reaction. Seriousness criteria: medically significant for joint effusion, aspiration joint. Action taken: not applicable for all events. Corrective treatment: fluid remove for joint effusion and not reported for all events. Outcome: unknown for all events. Reporter causality: related for all events. Company causality: reportable for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Made a puncture to remove the liquid [effusion (l) knee] made a puncture to remove the liquid [arthrocentesis] couldn't put any weight on the leg [weight bearing difficulty] unable to tolerate my leg/I was not able to use it [lower extremity dysfunction] knee pain [injection site joint pain] swelling in my knee; knee was almost twice the normal size [injection site joint swelling] stiffness [stiff knees]. Case narrative: the case is cross linked with case: (B)(4) (duplicate case). Initial information received on 18-nov-2022 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: na; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 60 years old male patient who had a knee pain, swelling in his knee; knee was almost twice the normal size, stiffness, couldn't put any weight on the leg , unable to tolerate his leg/ was not able to use it and made a puncture to remove the liquid while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee (with an unknown dose, frequency, route, strength, batch number, expiry date and indication). This was not the first time patient had used synvisc-one. Information regarding lot/batch and expiration date was not possible to requested for this case. The patient experienced adverse effects such as knee pain and swelling after the injection (injection site joint pain, injection site joint swelling, onset: (B)(6) 2022; latency: 1 day). After the injection, next morning on (B)(6) 2022 after 1 day latency, started having major problems, like stiffness (joint stiffness) and swelling in his knee, but it was moderate. On the morning of the (B)(6) 2022 after 2 days latency, he was unable to tolerate his leg. He was not able to use it (musculoskeletal disorder). The knee was almost twice the normal size. He couldn't put any weight on the leg (weight bearing difficulty). The patient was forced to see a doctor. On the morning of the (B)(6) 2022 after 3 days latency, as it had taken 12 hours for doctor to see him in the hospital; they made a puncture to remove the liquid (joint effusion, aspiration joint). Then they looked at the fluid, there was no infection so the doctor said he had an adverse reaction. Patient reported, he didn't have an infection, but an adverse reaction. It was his first experience of this adverse reaction. Seriousness criteria: medically significant for joint effusion, aspiration joint and intervention required for joint effusion. Action taken: not applicable for all events. Corrective treatment: fluid remove for joint effusion and not reported for all events. Outcome: unknown for all events. Reporter causality: related for all events. Company causality: reportable for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same. Upon internal review, case: (B)(4) (be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, case: (B)(4) has been prepared for deletion.